Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this right atrial (ra) lead and a pacemaker triggered a lead safety switch alert due to high, out of range pacing impedances at two specific instances. When testing the ra lead, both in uni and bipolar, noisy signals were reproducible, specifically from movement in unipolar. The patient is ra pacing dependent, and as reproducible noise in bipolar was not as robust as in unipolar, the lead was left in bipolar. No adverse patient effects were reported.

Event description:
It was reported that the system with this right atrial (ra) lead and a pacemaker triggered a lead safety switch alert due to high, out of range pacing impedances at two specific instances. When testing the ra lead, both in uni and bipolar, noisy signals were reproducible, specifically from movement in unipolar. The patient is ra pacing dependent, and as reproducible noise in bipolar was not as robust as in unipolar, the lead was left in bipolar. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.